Event description:
The customer reported that while the unit was in use on a pt, the unit would not operate on ac power and displayed a "battery in use" message although ac power was applied. The pt was switched to another unit and therapy was continued. No pt injury was reported.